Event description:
Discordant low calcium results (relative to an alternate methodology) were obtained on multiple dates for separate samples on one individual patient. On each occasion, results were within the normal range. The results were reported to the physician. The same patient was run on an alternate instrument system (alternate methodology) and higher calcium results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the discordant low (relative to the alternate methodology) calcium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant low (relative to alternate methodology) calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.